Event description:
It was reported that during a para thyroid procedure, the patient received a superficial second-degree burn on the outer skin next to the incision. The burn was a centimeter by half a centimeter and the shape of the device. No action will be taken, as the burn will heal. The patient is fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.